Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the foley catheter disconnected from the drainage bag at the white connector to the tubing even with the securement device in place. No patient injury.

Manufacturer narrative:
Added the patient's identifier, date of birth, age and gender to sections a1, a2 and a3.

Manufacturer narrative:
One used sample without its original package and without lot number was received for evaluation. The sample was visually inspected and based on the manufacturing date code assigned in the sample, the product batch was obtained, and the possible lot number was determined to be 2008420264. The reported issue was observed in the sample as the catheter was found already detached from the connector. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. After reviewing all available information and as part of continuous improvements, a corrective and preventive action (CAPA) has been opened to investigate and address the reported issue of ¿catheter detachment¿ through a more robust investigation. The results of the investigation will be documented through the CAPA. Actions, if any, will be designed to prevent the reoccurrence of the reported condition.